Event description:
The physician attempted to place a 3.0mm x 15mm biodivysio stent in the proximal left circumflex. The physician was unable to advance the stent to the lesion site, so he decided to remove the stent. As the delivery system was removed, the physician felt resistance as the balloon segment was retracted into the guide catheter. It was observed under fluoroscopy that the stent was still in the proximal circumflex. The stent was then retrieved successfully, without incident, with a micro snare system. The doctor elected to proceed with standard balloon angioplasty.